Event description:
It was reported that the patient presented to the emergency room after a syncopal episode. An interrogation of the device found the intermittent loss of ventricular capture exhibited by the right ventricular (rv) lead. It was also noted that the pacing impedance had increased. Programming interventions were made after the patient was discharged. The patient was stable.